Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump time was inaccurate; cause was unknown. Tandem technical support guided customer through adjusting the pump time. Customer's blood glucose was 125 mg/dl.